Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. During physical investigation a catheter, collecting bag and a foreign guide wire were received. There were a lot of transport deformation detected at the tube. A lot of dried blood enhanced the helix from rotation and therefore it was decided to cut the catheter open. The catheter was cut at 20cm from the tip for further physical investigation. The helix was screwed out from the tube; high amount of dry blood was found. It was tried to remove the tube from the housing, no damages on the helix were observed. No further damages were observed. A clogging of the catheter appears due to a restricted flow of fluid inside the catheter, which can lead back to an insufficient dosage of heparin, too fast advance of the catheter or insufficient addition of saline during treatment. It is advised to predilate proximal part of occlusion and to avoid working in the fractured stent area as stent pieces can be aspirated and block the catheter. See instruction for use rotarexs us (page.3 "preparing the catheter for use"). The insufficient flow can result in the break of the helix and guidewire vessel rapture and other serious damage. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqx; mcw). B1, b5, g3, h1, h6 (patient, device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent recanalization procedure using rotarex device. During the procedure, the guidewire fractured and became stuck to the wire. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (dqx; mcw). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent recanalization procedure using rotarex device. During the procedure, the guidewire fractured and became stuck to the wire. The guidewire detached. The detached part was inside the patient and was removed by an open foreign body removal procedure. The patient status is unknown.